Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the pcb was causing the alarms not to function, which confirmed the original complaint issue.

Event description:
Provider states that the alarm on the unit is not working.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states that the alarm on the unit is not working.